Manufacturer narrative:
Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. An electrical fault is a fault in the continuity of the pump to controller electrical connection triggers this alarm. The fault could be in the hvad® pump motor, driveline and connector, or within the controller. The audio portion of this alarm can be permanently disabled via the monitor. When this alarm condition occurs, the hvad® pump will be running on a single stator and will consume slightly more power. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-04021, 3007042319-2015-04022) submitted for devices related to the same event.

Event description:
Patient presented with electrical fault alarms about a week after implant. Log files revealed 10 electrical fault alarms indicating front phase b open and rear phase c open with cleaning procedure recommended. Clinical engineer and cs on site by the following afternoon to complete procedure. Pt located in ICU on multiple drips and extubated with low tolerance for pump off time. Therefore, 2 cleanings were performed in 15 sec intervals. Controller exchanged and will be returned to the manufacturer. Patient remains hospitalized.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. An internal investigation has been opened to investigate this issue and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This report is one of two reports (3007042319-2015-04021 and 3007042319-2015-04022) submitted for devices related to the same event.